Event description:
It was reported pump touchscreen had become unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, and no additional information was received regarding troubleshooting steps or outcome of event.